Manufacturer narrative:
The customer provided erroneous results for an additional patient sample tested for elecsys hcg + beta test system (hcg + b). On (B)(6) 2016 the initial result was 115.6 with a data flag (unit of measure not provided). The repeat result was 0.100 with a data flag. The erroneous result was not reported outside of the laboratory. A specific root cause could not be identified. The field service representative (fsr) did not identify any instrument problems. The measuring cell was replaced on 09/08/2016 and was operating within specification. Based on the information available for investigation, quality controls and instrument performance checks were within specification. The alarm trace showed a sample error. This might suggest a pre-analytical problem. The instrument is operating within specification.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were not reported outside of the laboratory. Patient sample 1 initial troponin t hs stat result was 28.64 pg/ml with a data flag. The sample was repeated twice with results of 3.00 pg/ml with data flags. On (B)(6) 2016 patient sample 2 initial troponin t hs stat result was 20.05 pg/ml with a data flag. The sample was repeated twice with results of 3.00 pg/ml with data flags. A second sample was obtained and the result was 3.00 pg/ml with a data flag. No adverse event occurred. The troponin t hs stat reagent lot number was 138684. The expiration date was requested but was not provided. The field service engineer (fse) had visited the customer site as part of a prior concern for this same issue and found no problems.